Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the control body fluid damage, the objective lens unit broken, the lg prong corroded, the air/water nozzle missing, the operation channel leak, the insertion flexible tube (ift) leak, the light guide cable leak, the segment communication issues with cpu board, the eog valve loosened, the distal body worn out, the segment worn out, the u/d pulley wire worn out, the root brace rubber discolored, and the segment rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.